Manufacturer narrative:
Submit date: 09/21/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports the rn was preparing to administer a dose of primaxin via an IV syringe and the tip of the syringe broke off. No patient harm.